Event description:
The pt reports undergoing device explantation approx a year ago due to infection. No symptoms or causative agents were reported. Add'l info has been requested from the hcp, but was not available on the date of this report.